Event description:
Customer reported via phone call, in the morning, she had eaten breakfast and then attempted to bolus but the numbers scrolled on their own, after pressing the up button. She believed the buttons on the insulin pump seemed to get stuck customer's blood glucose was 110 mg/dl. Customer reported the insulin pump generally gets bumped but nothing out of the ordinary during the week but nothing out of the ordinary which may have led to the keypad issues. The customer was advised to discontinue use of the device, revert to back, and the insulin pump needed to be returned. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.